Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had green stuff coming from power cable of system controller. It was unknown what the green stuff was. The patient did a system controller exchange. The patient stated that they were lightheaded during the first system controller exchange but did not lose consciousness. The patient then called the clinic and said that the green pump running symbol was not illuminated but the pump was still running. They were instructed to perform another system controller exchange and lost consciousness briefly during the exchange. The patient was alert and oriented within seconds after the pump was reconnected. Parameters were within normal limit for patient¿s baseline. Log files were sent for the controller that had the fault after it was first connected in clinic. But after the system controller experienced a fault, it would not retrieve the data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller was unable to be confirmed. The system controller (serial number: hsc-107200) was not returned for analysis, and no log files were submitted. Additional provided information stated that green fluid was found on the power cables of the system controller (serial number: hsc-107200), and that there was a plan to ship this controller for analysis. Multiple good faith efforts attempts were sent to follow up on the return of this system controller; however, no response was received. To date, this controller has not been returned; however, if the controller does return this investigation will be re-opened to address the returned controller. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook (rev. D) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: hsc-107200) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.